Event description:
The customer reported that when the battery test button of the css console primary controller was depressed, the beat rate dropped from 120 bpm to 75 bpm. The pt was switched to a backup css console without impact. The css console was returned to syncardia for eval. The root cause of the reported issue was a faulty controller battery that was unable to sustain its voltage when a 25ohm load resistor was placed across its leads. The battery voltage rebounded to 11.27vdc after the load was removed.

Manufacturer narrative:
The same characteristics had been observed in past investigations of controller batteries. When the controller batteries were sent to the MFR for analysis, the MFR confirmed that the batteries "would not accept voltage or current," and stated that the "accepted reason for this lack of capacity is identified as sulfation within the plates of the batteries." MFR analysis further stated that sulfation is a non-reversible process which typically occurs to batteries that are left in a discharged state for an extended period of time - whether because of lack of use, down-time for service, or because of a charging system malfunction. The controller battery was replaced, and the css console passed the console test validation protocol. This alleged failure mode posses a low risk to a pt because the issue was observed during a routine console checkout and the css console was not supporting a pt. In addition, the css console has a redundant, secondary controller, and redundant system performance was not affected. Syncardia has completed its eval of this complaint and is closing this file.